Manufacturer narrative:
According to the customer, the "nebulizer is not working" and "can hear the sound but no medicine is coming." Per the customer, the individual missed "albuterol" treatments for "two days" and had to go to the "emergency room" and spent multiple days in the hospital. The customer stated that they were given an inhaler in the interim until the device can be replaced. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the "nebulizer is not working" and "can hear the sound but no medicine is coming." Per the customer, the individual missed "albuterol" treatments for "two days" and had to go to the "emergency room" and spent multiple days in the hospital.